Event description:
Five years post-implant, this patient was no longer able to hear with device. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to manufacturer's specifications.